Manufacturer narrative:
Device used for treatment and not diagnosis. The returned aiming arm was manufactured in april 2006 and is 7 years old. The returned insertion handle was manufactured in march 2003 and is over 10 years old. During this evaluation, the returned insertion handle and aiming arm from this complaint were assembled with known good mating instruments and implants to complete the insertion construct in order to evaluate the alignment of the returned devices. The mating known good parts included a cannulated connecting screw, trochanteric fixation nail, 100mm helical blade, blade guide sleeve, buttress compression nut, helical blade inserter, helical blade coupling screw and ball hex screwdriver. The construct assembled and the helical blade aligned and passed through the tfn as intended. The complaint condition of the helical blade missing the nail hole could not be replicated during this evaluation. The returned insertion handle and aiming arm were assembled with known good parts of the construct and enabled an adequate construct during this evaluation. The helical blade aligned and passed through the tfn as intended. The design is adequate for its intended use and did not contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional product code - hwc.

Event description:
It is reported that on (B)(6) 2013, while surgeon was inserting the helical blade, the blade hung up on the lateral edge of the tfn nail. Surgeon believes the insertion handle and aiming arm prevented the nail and blade from lining up correctly. Surgeon pulled the nail out, checked all connections, re-drilled original hole to ensure guide wire would center, and then reinserted the helical blade. Procedure was completed with no further problem. There was no harm to patient. This report is for an unknown helical blade. This is 2 of 4 reports for this event.